Event description:
(B)(4) - the consumer alleged that the 9630-4 commode seat edges was cracked, and it scrapped the skin. There was no serious injury reported, and no medical attention needed regarding this event.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 9630-4, serial number/date code xxxx is unknown. The owner's manual part number 1148075 was issued with this device. The owner's manual can also be found on-line at invacare.com. The consumer is (B)(6) male. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.